Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, mpo italy received official notification sent by the hospital to the ministry of health, with mpo italy copied, on (B)(6) 2026. We received 1 form per device. The report states that the hcp became aware of the event on july 17, 2025. From the neck form: the patient presented with pain and functional impairment of the left lower limb. Pelvic x-rays and axial view of the left hip showed loosening of the femoral neck component. Revision surgery of the component was performed. Italy (B)(6) 2026.